Event description:
The rise of tachycardia alarms are seen by the patient monitor but not at the philips intellivue information center (piic) central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The rise of tachycardia alarms are seen by the patient monitor but not at the philips intellivue information center (piic) central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.